Manufacturer narrative:
(B)(4). There is no appropriate result code. A manual flow test was performed on the returned flat filter using a lab inventory 10ml syringe filled with water. The syringe was connected to the flat filter at the female luer. Using hand pressure, water was injected through the filter. The returned filter was observed leaking on the male luer end where the tool markings were observed. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The reported complaint of the filter leaking was confirmed based on the sample received. Visual examination of the returned filter indicated the male luer end had what appeared to be tooling marks. Functional testing of the filter revealed a leak coming from the location the tooling marks were observed. Other remarks: a device history record review was performed on the filter with no evidence to suggest a manufacturing related cause. Therefore, based upon the information provided, the observed damage to the filter, and the time of discovery, operational context caused or contributed to this event. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: after placement of the catheter, solution leakage from the filter was confirmed. Therefore, a new kit was opened and all assemblies were replaced by new ones. The inserted catheter was removed and new catheter was inserted. The patient's condition was reported as fine.